Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead was found fractured and exhibited helix issues and placement difficulty during implant procedure. Lead was implanted and remains in service. No adverse patient effects were reported.